Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Visual inspection was performed on the returned device. The reported balloon rupture was confirmed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. Based on the information provided, the balloon rupture appears to be due to case circumstances. It is likely that the rupture occurred due to interaction with t the heavily calcified lesion. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the 7.0x40 mm armada 35 balloon dilatation catheter was advanced to the heavily calcified iliac artery. The armada 35 was inflated to 8 atmospheres and ruptured with the first inflation within 30 seconds of inflation. The armada 35 was removed from the anatomy and replaced with a new armada 35 of the same size. The procedure was completed without further incident. There were no adverse patient effects and no clinically significant delay in the procedure. There was no additional information provided.